Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is japan. H3: product analysis of part# 9560101, lot# 1051819r it was confirmed that the focus did not fit during the inspection. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare facility via manufacturer representative regarding two endoscopes used for spinal therapy. It was reported that the scope was producing an image that was blurred, displayed double and cloudy. During the inspection, at the time of acceptance, a scratch was confirmed on the outer tube and on the tip lens part. The endoscope was producing an image that was cloudy, field of view was dark, and it was out of focus during inspection. There was no patient involved in the event. No further complications were reported/anticipated. Additional information was received that the image was blurred and displayed double. The image was cloudy and the field of view was dark.